Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime and insulin pump alarmed compromised force sensor system. The customer¿s blood glucose was 18 mmol/l at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Pump passed displacement test. Unable to perform occlusion test, prime test and excessive no delivery test due to the compromised force sensor system alarm. Pump had minor scratched display window and cracked reservoir tube lip.